Event description:
Customer obtained a digoxin result of 1.4 ng/ml and reported on 08/15/98. Result was questioned by physician sample was rerun on 8/17/98 obtained result of 2.4 ng/ml. Customer stated does not know if sample was clotted or had bubbles. Pts treatment was delayed until sample was retested.